Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon was placed on (B)(6), removed and re-placed on (B)(6). And stated that balloon was ruptured and catheter naturally removed. There were no missing pieces inside the body.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. However, the exact cause of how and when problem occurred could not be determine. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Method of use: the device is intended for single use only and is not reusable. 2. Precautions for use: 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) 3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) 5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4) 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) 9) connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7) 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon was placed on 6/18 ,removed and re-placed on 6/27. And stated that balloon was ruptured and catheter naturally removed. There were no missing pieces inside the body.